Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. It was noted the r-wave amplitudes had decreased, resulting in oversensing. The device was programmed to the secondary vector, with a gain of 2x. Device data was submitted to technical services for review. No adverse patient effects were reported, outside of the inappropriate shock that was received. Technical services reviewed the episode and available device data. It was noted that smart pass had deactivated prior to the inappropriate shock, due to diminished r-wave amplitudes. The data showed that the primary vector had good sensing, with appropriate r-wave amplitudes and small t-waves. It was recommended to see the patient for troubleshooting, to test the primary vector with patient movements and posture changes, and to re-enable smart pass. Additional information was received that the patient was seen in october for troubleshooting. The secondary vector still showed appropriate sensing and no r-wave variability was produced during patient movements and posture changes. The primary vector was also tested and showed appropriate sensing and no r-wave variability during movements and different postures. Therefore, the device was reprogrammed from the secondary vector to the primary vector and smart pass was programmed back on. The patient will continue to be followed in the remote monitoring system. The device remains implanted and in service. Additional information was received. Smart pass was recently deactivated on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Smart pass reactivation was attempted unsuccessfully due to low r wave amplitudes. Two inappropriate shocks (ias) were also noted previously due to t wave oversensing and noise, leading to vector changes. Technical services (ts) reviewed device data and observed an ias due to morphology changes on the secondary vector, and noise oversensing in the primary vector. Ts provided troubleshooting recommendations. This sicd system remains in-service at this time no adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. It was noted the r-wave amplitudes had decreased, resulting in oversensing. The device was programmed to the secondary vector, with a gain of 2x. Device data was submitted to technical services for review. No adverse patient effects were reported, outside of the inappropriate shock that was received. Technical services reviewed the episode and available device data. It was noted that smart pass had deactivated prior to the inappropriate shock, due to diminished r-wave amplitudes. The data showed that the primary vector had good sensing, with appropriate r-wave amplitudes and small t-waves. It was recommended to see the patient for troubleshooting, to test the primary vector with patient movements and posture changes, and to re-enable smart pass. Additional information was received that the patient was seen in october for troubleshooting. The secondary vector still showed appropriate sensing and no r-wave variability was produced during patient movements and posture changes. The primary vector was also tested and showed appropriate sensing and no r-wave variability during movements and different postures. Therefore, the device was reprogrammed from the secondary vector to the primary vector and smart pass was programmed back on. The patient will continue to be followed in the remote monitoring system. The device remains implanted and in service. Additional information was received. Smart pass was recently deactivated on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Smart pass reactivation was attempted unsuccessfully due to low r wave amplitudes. Two inappropriate shocks (ias) were also noted previously due to t wave oversensing and noise, leading to vector changes. Technical services (ts) reviewed device data and observed an ias due to morphology changes on the secondary vector, and noise oversensing in the primary vector. Ts provided troubleshooting recommendations. This sicd system remains in-service at this time no adverse patient effects were reported. Additional information was received. An additional inappropriate shock was delivered, and smart pass was noted to be deactivated again. Troubleshooting was performed, including xray, and noise was able to be reproduced in the primary and secondary vector when the patient turned their torso. Technical services (ts) reviewed device data and noted amplitudes on all vectors are below the recommended measurements. In-clinic follow-up was expected to determine a plan for this patient. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in-service at this time. No additional adverse patient effects were reported. The device was not returned for analysis; therefore, a technical analysis could not be performed.